Event description:
It was reported that the right atrial (ra) lead exhibited a lack of sensing and pacing resulting from an apparent lead fracture. The ra lead appeared severed when analyzed under fluoroscopy. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data was collected from the device and has been analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Concomitant: product ID 7122 competitor implantable tachy lead implanted: (B)(6) 2008 product ID 4965-35 implantable pacing lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst noted that there were patient alerts for out of trend subthreshold lead impedances between (B)(6) 2011. Weekly pacing lead trend data shows various spike decreases for maximun and minimum atrial pace bi-impedance equals 57 to 532 ohms range between (B)(6) 2011 and (B)(6) 2013.